Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the patient developed infective endocarditis. The patient was placed on antibiotics; the implantable pulse generator (ipg) system was removed and replaced. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Event description:
Additional information revealed the patient developed a pocket infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.